Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in back all the time /lower back pain'), genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)/ pregnancy post implant with svd') in a 34-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida (4) and parity 4 (live birth dates: (B)(6) 2001,(B)(6) 2003, (B)(6) 2009, (B)(6) 2014.). Concurrent conditions included adenomyosis, cervix inflammation and anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ heavy pain on period"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and migraine had resolved, the pregnancy with contraceptive device had not resolved and the headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: pregnant. Hysterosalpingogram - on (B)(6) 2013: occlusion of the left fallopian tube with essure device in place. There is an essure device on the right appearing in satisfactory position however there is filling of the mid and distal right fallopian tube; on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: no fetal anomalies were seen. The cardiac views were limited due to the early gestational age. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Lot number: a6462,6 manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Outcome of the events dysmenorrhea, migraine were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in back all the time /lower back pain'), genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)/ pregnancy post implant with svd') in a 34-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida (4) and parity 4 (live birth dates: (B)(6) 2001,(B)(6) 2003, (B)(6) 2009, (B)(6) 2014.). Concurrent conditions included adenomyosis, cervix inflammation and anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ heavy pain on period"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy mentsrual bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device had not resolved, the dysmenorrhoea outcome was unknown and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: pregnant. Hysterosalpingogram - on (B)(6) 2013: occlusion of the left fallopian tube with essure device in place. There is an essure device on the right appearing in satisfactory position however there is filling of the mid and distal right fallopian tube; on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: no fetal anomalies were seen. The cardiac views were limited due to the early gestational age. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Reporter information updated. Lot number added. Case is upgraded from other event to incident. Previously reported event injury is replaced with new events: pain in back all the time, pregnancy (no complications)/ pregnancy post implant with svd, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), device ineffective, migraine headache. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in back all the time /lower back pain'), genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)/ pregnancy post implant with svd') in a (B)(6) female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida (4) and parity 4 (live birth dates: (B)(6) 2001, (B)(6) 2003, (B)(6) 2009, (B)(6) 2014). Concurrent conditions included adenomyosis, cervix inflammation and anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ heavy pain on period"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy mentsrual bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device had not resolved, the dysmenorrhoea outcome was unknown and the migraine and headache was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): blood test in (B)(6) 2014: pregnant. Hysterosalpingogram on (B)(6) 2013: occlusion of the left fallopian tube with essure device in place. There is an essure device on the right appearing in satisfactory position however there is filling of the mid and distal right fallopian tube; on (B)(6) 2013: total bilateral occlusion. Ultrasound scan on (B)(6) 2014: no fetal anomalies were seen. The cardiac views were limited due to the early gestational age. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information updated. Lot number added. Case is upgraded from other event to incident. Previously reported event injury is replaced with new events: pain in back all the time, pregnancy (no complications)/ pregnancy post implant with svd, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), device ineffective, migraine headache. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.